Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 1,500 mcg/day. The reason for use was intractable spasticity and cerebral palsy. It was reported that the patient went to the ER this weekend ((B)(6) 2018, (B)(6) 2018) with withdrawal symptoms. The change in symptoms was noted as ¿sudden.¿ the pump status with logs were checked and there was no alarms or errors. The cap (catheter access port) was aspirated freely of drug and csf (cerebral spinal fluid). They checked the reservoir volume and the erv (expected reservoir volume) was 16.5 ml and the arv (actual reservoir volume) was 0 ml. The discussed a programming error, refill issue (partial pocket fill), and overinfusion. There were no further complications reported/anticipated.